Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported they are unable to turn on the device. There was no report of patient involvement.

Manufacturer narrative:
.